Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was returned. Functional testing found that the troubleshooting identified the broken waveguide was due it being excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the dissector had stopped working and the led (light emulating diode) indicator was green when not in use but when the trigger was pushed it turned red. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. A review of the device history records found potentially contributing factors from the manufacturing process. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: scba, battery scba (serial #(B)(6)); scba, battery scba (serial #(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector had stopped working. The dissector was working perfectly at the beginning but from middle to the end it stopped. The led (light emulating diode) indicator was green when not in use but when the trigger was pushed it turned red. The instrument operator cleaned the generator contact and changed the battery, but the problem persisted. At the end of the surgery, the dissector was picked up and it was found that part of the rod was loose. No other ultrasonic forceps were used. There was no part of the dissector that fell on the patient and x-ray was not necessary. Ligasure was used to complete the procedure. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide. The broken piece was returned.